Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume infusor was detached which resulted in a fluid leak. This issue was discovered prior to patient use. The device was filled with piperacillin / tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from september 30, 2020 - october 01, 2020. H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed, fluid inside the bag that contained the sample. The cause of the fluid inside the bag was, due to the broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed, that a portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. However, the most likely cause may be, due to handling of the product or a faulty device. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.